Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient death reported by vad coordinators. Patient's cause of death was worsening shock and multisystem organ failure. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome as well as a direct correlation to heartmate 3 lvas could not conclusively be determined through this evaluation. No alarms were associated with this event. Additional information provided by the account indicated that the device was functioning; however, the patient continued to deteriorate. An autopsy was not performed. The device was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.